Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
Post op check morning of (B)(6) 2020 revealed lead had dislodged. X-ray that was performed the previous night showed atrial lead had indeed dislodged and was sitting in rv. Lead repositioning occurred afternoon (B)(6) 2020 and lead was repositioned using stylets. Successful repositioning and good numbers seen at post op (B)(6) 2020.